Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rainbow effect making difficult to read. Battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments/partial display. Moisture damage on the motor assembly noted during visual inspection. Device was received with a cracked case (corner of belt clip rails), and cracked battery tube threads. Unable to confirm battery cap damage due to pump received without the original battery cap. (B)(4).